Manufacturer narrative:
Concomitant medical devices: protasul, s30 head, s, 28/-4, taper 12/14, catalog no# 30.28.05 ; lot no# 2938320, original m.e. Muller, stem, pt-s30, 13.75, taper 12/14, catalog no# 35.0039.137 ; lot no# 2944170, bipolar shell, modular, 52, catalog no# 61270052 ; lot no# unknown, bipolar insert, modular, 50/28, catalog no# 61272850 ; lot no# unknown. Therapy date: (B)(6) 2018. The manufacturer did receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted with protasul s-30 heads, could not be made firm on the muller straight stem. The first head was removed. The second head and the shaft remained in-situ. A shaft was removed due to the patient condition.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: unable to fix the head on the stem. Event summary: according per. Both heads on the stem conus were not fixed enough. The surgeon was able to remove the head just by hand. Surgeon decided to leave the second head on the stem. Removal of the stem was not possible based on the patient's condition.

Event description:
Patient was implanted with protasul s-30 heads, could not be made firm on the muller straight stem. The first head was removed. The second head and the shaft remained in-sito. A shaft removal was, due to the condition of the patient, not possible.